Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint. The main circuit board was replaced to address this issue. The device was serviced and fully tested before it was returned to the customer. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed error messages (sf188 and sf218) related to a safety assert system and main board issue. There was no patient harm or serious injury reported as a result of this incident.

Event description:
It was reported to resmed that an astral device displayed error messages (sf188 and sf218) related to a safety assert system and main board issue. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Performance testing could not reproduce the system fault 188. Review of the device data logs confirmed the reported system fault 188. The investigation could not determine a root cause. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4)